Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon used a medium-large clip applier instrument for vascular ligation, but upon checking afterwards; the surgeon found that the wire had come loose, preventing the jaw from moving. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a loose grip cable at the clamping pulley axis 7 in the backend. The loose cable at the distal end causes a derailed grip cable from its normal position at the proximal idler pulley. A clip test was not performed and could not be completed as a result of the derailed grip cable. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed at the distal end.

Event description:
Refer to h11 for follow-up information.